Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient clarifying that they meant that they were in a different climate in arizona where it tended to be very dry, which is what they meant by they were having issues with their implant after ¿being very dry¿. They stated they were now in monsoon weather, and they thought that the climate change aggravated their stimulator. It was reported that the patient was working with their healthcare provider (hcp) and manufacturing representative (rep) for reprogramming to try and resolve their issues. The patient¿s managing physician called in later that same day trying to reach a local rep and they had a warm transfer to the national answering service. On (B)(4) 2017, the patient indicated that they had been trying to get a hold of a rep for reprogramming for two weeks. No further complications were reported/anticipated.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that they had always had leg and back pain ((B)(6) 2013), but the back pain was getting worse now, so they wanted reprogramming and adjustments made. They reported that they had one program that runs constantly unless they lie down. The patient stated that they didn't currently know where their patient programmer (pp) was to do troubleshooting as they never take it with them because they don't need it. The patient stated that their ins never bothered them so they would just use their recharger for charging. No troubleshooting could be done due to lack of access to the pp. It was reviewed that the patient could call back if they found their pp to do further troubleshooting if they would like. It was also advised that the patient take their pp with them when/if they would meet with a manufacturing representative for reprogramming /adjustments. It was reported that the increase in back pain was considered to be a sudden change in therapy/symptoms. The patient reported that they always had leg and back pain and that the leg pain was ok, but this week maybe on sunday, the back pain had increased. They stated that all of a sudden the pain started "after being very dry". No further complications were reported/anticipated.